Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air-in-line issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician she experienced air-in-line below the pump, and it did not alarm. Stated that it was about 5-6 inches of air, big air bubble, in the IV tubing below the pump during chemotherapy. This was reported to bd representatives during their site visit. There was patient involvement but no harm.